Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was part of a system revision due to erosion. Reportedly, the patient presented to the clinic days prior to the procedure with a dehiscence of ICD pocket incision. The physician verified that there was no pocket/wound infection present. The wound remained open and the patient was admitted for application of a wound vacuum. The patient was also started with precautionary antibiotics. There were no additional adverse patient effects reported. The ICD was explanted.